Event description:
It was reported that implant was removed due to peri-implantitis. Loss integration. Tooth sites # 24.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6b: explant date unknown / not provided.